Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2015-product analysis:the device was returned and evaluated by product analysis on 06/29/2015 with the following findings:the battery cap top and threads were damaged. The cap was unable to tighten onto the test pump. The contact height dimension was within specification. Due to the damage, further investigation was not possible.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue. It was reported: no damage or moisture was observed to the battery compartment; the battery cap was damaged and would not attach properly to the pump; the battery cap had not been replaced since the pump was first used in (B)(6) 2014. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.